Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with the complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The reported error #(B)(4). Was confirmed via logs review and was replicated. The usm was tested on an in-house system in normal mode with no related errors. The unit was also tested on a test platform and failed the fiber test for clock spring and rolling loop. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 23065 and instrument carriage guide rail loose. Fse replaced universal surgical manipulator (usm) to resolve reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the universal surgical manipulator (usm) 1 was flipping. The customer was continuing with the case. The customer received a phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse was unable to review the system logs as it was not connected. The customer stated they were not getting any error messages. The procedure was completed as planned with no reported injury.